Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a full black screen after moisture exposure. The patient's blood glucose at the time of incident was 326 mg/dl. During troubleshooting it was confirmed that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The black screen did not disappear. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage keypad and motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment/partial display due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.